Event description:
A pso-pt (sn: (B)(6)) was indicated to monitor icp in a case of traumatic brain injury. The monitor kept rebooting when the catheter was connected to the pso-4000 (pressio 2 monitor). No clinical signs or symptoms were observed in the patient. There is no consequence on the patient.

Manufacturer narrative:
After connecting the catheter to a monitor for more than 80s the monitore shutdown. This occur also when a another monitor is used. A traceability analysis has been conducted on the manufacturing file of the device. The traceability did not reveal any clue to support the defect (last functional check in production on december 23, 2025). The visual analysis of the dongle board shows the presence of the faulty stm eeprom component. The CAPA 2025-04 opened on the subject of monitor reboots is still ongoing, and it addresses the various investigations carried out on the subject.

Manufacturer narrative:
Initial: awaiting product return for device analysis.

Event description:
A pso-pt (sn: (B)(6) was indicated to monitor icp in a case of traumatic brain injury. The monitor kept rebooting when the catheter was connected to the pso-4000 (pressio 2 monitor). No clinical signs or symptoms were observed in the patient. There is no consequence on the patient.